Event description:
During a remote follow-up, over-sensing episodes were observed on the device. Technical support was contacted and noted that the oversensing episodes was during a capacitor maintenance test. There was no intervention required at this time. The patient was stable.